Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject ventricular lead was implanted on (B)(6) 2017 with a kora 250 dr pacemaker. On (B)(6) 2020, the patient visited her regular doctor due to feeling discomfort, and ventricular pause had been suggested from ECG obtained through a holter monitor. On (B)(6) 2020, the patient underwent a pacemaker check. When lead tests were performed, the pacing threshold was not more than 1.0 v and the lead impedance was normal in each channel. Since no pacing failure was confirmed during the pacemaker check, another pacemaker check was scheduled for the following week. On (B)(6) 2020, it was confirmed that the patient had felt discomfort again since the last follow-up. She was thus hospitalized to be monitored. Reportedly, still no issues were observed when the pacemaker was checked that day. On (B)(6) 2020, during the hospitalization, ventricular pause was confirmed and therefore the ventricular output was increased to 5.0 v / 1.00 ms. On (B)(6) 2020, as no ventricular pause had been confirmed with the above output, the ventricular output was reprogrammed to 3.5 v / 1.00 ms. On (B)(6) 2020, ventricular pause was observed again. When the x-ray images were compared between the post-implant stage and the current hospitalization, there were no visual abnormalities in terms of the location of the lead tip, the curvature of the lead body, presence of any damage, or the connection between the lead and the pacemaker. Nonetheless, it was decided to perform a re-intervention. On (B)(6) 2020, a re-intervention was performed. Although it could not be confirmed if there was any issue with the ventricular setscrew of the pacemaker, a pull test confirmed a secure connection between the ventricular lead and the pacemaker. Since lead tests with a pacing system analyzer did not show notable changes compared to the values from the last pacemaker check, only the pacemaker was replaced while the use of the subject ventricular lead was continued. The preliminary analysis suggest that the reported issue is due to an issue with the subject lead.

Event description:
The subject ventricular lead was implanted on (B)(6) 2017 with a kora 250 dr pacemaker. On (B)(6) 2020, the patient visited her regular doctor due to feeling discomfort, and ventricular pause had been suggested from ECG obtained through a holter monitor. On (B)(6) 2020, the patient underwent a pacemaker check. When lead tests were performed, the pacing threshold was not more than 1.0 v and the lead impedance was normal in each channel. Since no pacing failure was confirmed during the pacemaker check, another pacemaker check was scheduled for the following week. On (B)(6) 2020, it was confirmed that the patient had felt discomfort again since the last follow-up. She was thus hospitalized to be monitored. Reportedly, still no issues were observed when the pacemaker was checked that day. On (B)(6) 2020, during the hospitalization, ventricular pause was confirmed and therefore the ventricular output was increased to 5.0 v / 1.00 ms. On (B)(6) 2020, as no ventricular pause had been confirmed with the above output, the ventricular output was re-programmed to 3.5 v / 1.00 ms. On (B)(6) 2020, ventricular pause was observed again. When the x-ray images were compared between the post-implant stage and the current hospitalization, there were no visual abnormalities in terms of the location of the lead tip, the curvature of the lead body, presence of any damage, or the connection between the lead and the pacemaker. Nonetheless, it was decided to perform a re-intervention. On (B)(6) 2020, a re-intervention was performed. Although it could not be confirmed if there was any issue with the ventricular setscrew of the pacemaker, a pull test confirmed a secure connection between the ventricular lead and the pacemaker. Since lead tests with a pacing system analyzer did not show notable changes compared to the values from the last pacemaker check, only the pacemaker was replaced while the use of the subject ventricular lead was continued.

Manufacturer narrative:
Please refer to the attached analysis report.